Event description:
One picture of a portex endotracheal tube was received for evaluation. No defects were found. And the reported issue was unable to be confirmed. There was no fault found with the sample in the picture.

Manufacturer narrative:
Customer facility phone number: (B)(6). Photographic evaluation of affected product is in progress.

Event description:
It was reported that the portex endotracheal tube failed to inflate during intubation. The product problem persisted after the cuff was checked, and the tube was replaced. No patient injury or complications were reported in relation to this event.